Manufacturer narrative:
A bci field service engineer (fse) replaced syringe pump and this issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) to report phosphate cup leak. No injury or personnel exposure was reported. The leaking hardware may cause incorrect results or operator exposure to chemicals or biohazards upon reoccurrence.